Manufacturer narrative:
The suspect inari device was not identified and the medwatch report lacked sufficient information to enable follow up with the user facility to request the suspect device, procedural details or device identifiers. All documented cases that took place within two weeks of the event date provided in the medwatch were reviewed and none could be linked to the reported event based on the information available. Inari's chief medical officer reviewed the case and concluded that use error and/or failure to follow the recommendations in the device instructions for use may have contributed to the reported event. However, the limited case details make it challenging to establish a causal relationship. The device labeling for all flowtriever aspiration catheters includes the following contraindication, "not indicated for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerosis plaque). Manufacturer reference #: (B)(4).

Event description:
Inari received a voluntary medwatch report (#mw5159225) which alleged: "inari thrombectomy device use to remove tumor thrombus extending from the right hepatic vein into the right atrium. Intra-procedurally the patient showered tumor thrombus into the entire pulmonary circulation, with immediate cardiovascular collapse resulting in sustained hypoxia, hypotension and multi system organ failure. The patient was doing well prior to the procedure. This is directly a result of poor judgement in use of the device and the device should not be used in this situation. Death at (B)(6) from inari thrombectomy device."